Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder , the device experienced difficulty with the safety feature during use. Follow up was required this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that needle is retracting in the middle of the draw. Follow up required y/n?: y needle retracting mid-draw.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes; d9: returned to manufacturer on: 2022-05-25. H.6. Investigation summary: bd received 6 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for preactivation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced difficulty with the safety feature during use. Follow up was required this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported that needle is retracting in the middle of the draw.